Event description:
Additional information was received from the company representative reporting the device's image was broken when device was turned on. There was no fall that could have damaged the device. It was noted that the programmer was working.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a convulsion while recharging which caused the wire of the recharging system to break. The patient was not able to completely recharge the implantable neurostimulator (ins). The distributor lent the patient a recharging system until theirs could be replaced in the future. The issue was not resolved at the time of this report. No surgical intervention was taken or planned and the patient was alive with no injury. No patient further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.